Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 flush assembly was cleaned and lubricated to resolve the issue. Block a: no patient information to date after calls to end user 05/14/26 and 05/20/26. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction during a case resulting in potential for prolonged excessive pressure. There was no patient injury.